Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported slda per the physician is related to thin or friable leaflets and abnormal cardiac size and is therefore related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thin or friable leaflets, and an abnormal cardiac size. A mitraclip xtw was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital with dyspnea. An echocardiogram was performed and revealed that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to trace.